Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicates the lead continued to exhibit noise. Noise was reproduced with provocative movements. The patients remained in good condition and will be monitored.

Event description:
It was reported that noise had been observed on the atrial lead.the patients condition was good before, during and after the event. The lead remained implanted.